Event description:
The pt had pain since undergoing a diathermy treatment at a rehabilitation facility. He had instructed the facility that he could not have diathermy. The pt only had a portion of the leads left implanted; the ins had been removed. It was noted that the pt also had micro-fractures and herniated discs in the area of his pain. He was to see a surgeon for eval. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).